Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and one of its connectors. The system operates as intended.

Event description:
The customer reported, the interconnect cable needs to be replaced. No patient injury was reported.